Event description:
The following was reported to hamilton medical ag: summary: technical event: (B)(4) due to defective blower.

Manufacturer narrative:
Hamitlon medical ags conclusion: failure mode description: state of failure: ventilation affected component: blower module failure effect: device alarms with high priority technical event: (B)(4) (alarm blower speed low). Ventilation continues. Root cause: defective blower. The blower speed is lower than the target speed-5% for more than 5s. Correction: replacement of the defective component.